Manufacturer narrative:
Other contact phone number: (B)(6). It was reported by the customer through the emergency support program (esp) that the cardiosave intra aortic balloon pump (iabp) malfunctioned. The device screen was glitching. A picture of the screen was sent. However, madisyn stated the picture did not show the issue. She instead sent a short video. The video showed lines and flickering on the screen with no ECG tracing present. Esp personnel explained that while the pump was functioning appropriately, the screen was experiencing an issue. Esp personnel recommended changing to a different pump and sending the pump with the screen issue to biomed. When asked if there had been ECG issues, madisyn explained that an ECG lead had been disconnected. She replaced the electrode and the ECG waveform returned. Madisyn stated she would obtain a second pump and call esp personnel directly. A short time later, madisyn called back. Esp personnel walked madisyn and the charge nurse through the process of changing to a different pump. They were able to complete the pump exchange without issue. Esp personnel collected product surveillance information. No harm or injury to the patient was reported.

Event description:
It was reported by the customer through the emergency support program (esp) that the cardiosave intra aortic balloon pump (iabp) malfunctioned. The device screen was glitching. A picture of the screen was sent. However, madisyn stated the picture did not show the issue. She instead sent a short video. The video showed lines and flickering on the screen with no ECG tracing present. Esp personnel explained that while the pump was functioning appropriately, the screen was experiencing an issue. Esp personnel recommended changing to a different pump and sending the pump with the screen issue to biomed. When asked if there had been ECG issues, madisyn explained that an ECG lead had been disconnected. She replaced the electrode and the ECG waveform returned. Madisyn stated she would obtain a second pump and call esp personnel directly. A short time later, madisyn called back. Esp personnel walked madisyn and the charge nurse through the process of changing to a different pump. They were able to complete the pump exchange without issue. Esp personnel collected product surveillance information. No harm or injury to the patient was reported.